Event description:
The customer reported that on (B)(6) 2011, folate results which did not meet the precisions claims of the assay, were generated on the access 2 immunoassay system for four patient samples. Beckman coulter inc. Assessment of data provided by the customer indicated the generation of four initial folate results which were within the normal reference range for three patients and below the normal reference range for one patient. Repeat folate results generated by an alternate instrument at an outside laboratory, generated results which were within the same clinical category for each patient, however collectively initial and repeat results did not meet folate assay labeled precision claims. The folate results were not reported out of the laboratory and hence there was no death, serious injury or modification to patient treatment associated with this event. Level three quality control results prior to the incident were not performing within customer established ranges however beckman coulter inc. Assessment of supplied instrument assay performance data indicated that system checks executed prior to, and on the day of, the event, met instrument specifications. The samples were collected in serum tubes and were centrifuged prior to testing. The customer transported the samples to the outside laboratory with cool packs, and the samples were not frozen. No other patient results were questioned as part of this event.

Manufacturer narrative:
Service was dispatched on site on (B)(4) 2011, for this event the field service engineer (fse) checked the ultrasonics hardware and ultrasonics voltages which were within specification. The fse replaced the pipettor tip and performed voltage adjustments. The fse replaced the precision pump seals and the o-rings, as well as the transducer and pipettor supply line. The fse checked the alignments and performed a folate calibration which met specifications. The fse verified the repairs per established procedures. All results met published performance specifications. Upon completion of the necessary and verified repairs, the instrument was returned back into operation. A definitive root cause for this event has not been determined to date.